Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room due to a high blood glucose (bg) level over 500 mg/dl and ketones. Reportedly, the customer was unable to lower the high bg with boluses or manual insulin injections. Additional information was not provided. Customer declined further troubleshooting.